Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported about two weeks after another implant procedure that the patient's right atrial (ra) lead was explanted and replaced due to high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found, it was noted that the distal conductor of the lead was extrinsically over-rotated. The analyst commented that visual summary analysis of the lead indicated apparent explant damage.